Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for the potentially associated lot number h12i30020 and h12j09015. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as there was no sample was available. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for the event. The consumer stated that the event of peritonitis was not yet confirmed. Treatment and cause of peritonitis were not reported. On (B)(6) 2013, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.